Event description:
It has been reported to philips that the machine was not booting up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary procedure and the procedure was completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the machine was not booting because of the defective lateral ippc. The rse suggested the customer to replace the ippc. As per rse's suggestion, a philips field service engineer (fse) went onsite and replaced the lateral ippc and recreated the db. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.